Event description:
It is reported that the tibial component had spots on it when opened. Another tibial component was opened and used in the surgery.

Manufacturer narrative:
Evaluation summary: based on a review of the device and available info no problem could be determined with the device. Evaluation: as returned the device exhibits what appears to be water spots from being sterilized (presumably from being sterilized prior to being returned) with no issues identified with the device. The device history records for the device were reviewed and found conforming, indicating the device was mfg, inspected and packaged to specifications.